Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose of 37 mg/dl to 600 mg/dl. The customer also indicated that the pump keypad buttons have not been responsive and a no delivery alarm was received. The pump drive support cap was normal and the customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. Troubleshooting was done for high blood glucose but the customer declined low blood glucose troubleshooting. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.